Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 588 mg/dl with ketones and suffered a heart attack. Although requested, the customer could not clarify the reason for elevated bg but reported guessing when programming the bg value into the pump when requesting a bolus. Customer did not check bg using a glucometer. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin as well as manual injections. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage.